Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 20221 to (B)(6) 2024 of 45-49 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg for all low bg levels. The customer also reported that they received third party assistance from their roommate, who provided carbohydrates to address a low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.